Event description:
New information received notes that the noise were being over-sensed.

Manufacturer narrative:
The device was received with no telemetry and at end of life levels. A new battery was attached, product code reloaded and analysis was performed. All tests, including sensing test at nominal and high sensitivity settings indicated normal device functionality. The implant duration exceeds the projected longevity indicating normal battery depletion.

Event description:
New information received notes that the implantable cardiac monitor was explanted due to device upgrade. The patient was discharged.

Event description:
It was reported that the patient presented remotely. Upon review of transmission, it was found that the implantable cardiac monitor (icm) had missing stored electrograms (egms) due to the icm being in noise recovery mode perpetually. No intervention was performed. There were no patient consequences.